Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (sn (B)(4)) was placed in the autopulse platform for patient use. Autopulse platform powered off after performing CPR for an unspecified amount of time. After exchanging to another battery (sn unknown) the platform performed approximately 10 minutes of compression until a recurrence of the platform powering off was again observed. Third battery was used and platform was performing compressions as expected. No patient harm or consequences reported on this event. Additionally, the customer tested first battery on a platform and it showed a fully charge status. No additional information was provided. This report is for autopulse li-ion battery sn (B)(4). For issue with second battery see MFR 3010617000-2018-00417.